Manufacturer narrative:
Further investigation of the returned device determined that the failure was manufacturing related. The root cause was addressed through training of manufacturing personnel.

Manufacturer narrative:
(B)(4). Evaluation summary: upon inspection of the returned device, there was no evidence of water within the graft cover or inside the sideport. The device was unremarkable. An attempt was made to flush water through the side port with a syringe. After approximately 15ml of water was injected, the force to inject the water increased. After 20-25ml of water was injected through the sideport, water was seen leaking from the screw gear just proximal to the external slider. The device was broken down and again water was flushed through the sideport. The water was seen exiting from the t-tube. Closer inspection of the t-tube found the o-ring was not seated properly. The hub cap was seated correctly and no issues were observed with the silicone seal. The event was confirmed; the delivery system was unable to be irrigated due to a leak exiting from the proximal end of the device. The root cause of the event was most likely due to the misaligned o-ring within the t-tube not being seated correctly during the manufacturing process.

Event description:
A valiant stent graft system was selected for use for the endovascular treatment of a thoracic lesion and a thoracic aortic aneurysm. It was reported that no abnormality was observed on the outer packaging prior to opening the device. During the procedure, the physician was unable to flush the delivery system with saline. The saline was leaking from the backside of the grey handle. The physician used another valiant device, and the procedure was completed successfully. No clinical sequelae was reported and the patient is fine.